Event description:
It was reported that a technician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. It was initially reported, "the barrel came off during thumb advancer deployment." Additional information received reported, as the thumb advancer was being distally deployed resistance was met at the halfway point and exchange sheath splitting could not be completed. The safety release was activated releasing the device from the pt anatomy. When the device was removed, the starclose se clip was noted to have been pushed off the clip delivery tubeset, but remained attached to the distal end of the device. Manual compression and a non-abbott device were used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4): evaluation summary: evaluation of the returned device found the clip-firing mechanism was not activated. The returned condition substantiated the reported experience. The proximal-end of the flex-guide was heavily carved by the delivery tubeset. This type of damage is consistent when the plunger is depressed to deploy the locator wings and initiate the thumb advancer deployment and exchange sheath splitting. Because the thumb advancer was continued to forcibly advance against resistance caused by the proximal end flex-guide carving, the garage leaves became disrupted and carved further into the flex-guide and punctured into the sheath. In addition, forcibly advancing the thumb advancer against excessive resistance would result in incorrect pusher-to-garage block displacement as indicated by dislocated garage detent feet. The incorrect pusher-to-garage block displacement subsequently resulted in a misaligned tubeset with the clip exposed on the carrier tube. Because the thumb advancer could not be advanced further, the procedure was aborted and the device was removed. As the thumb advancer was manually retracted, and the locator wings were collapsed with the safety release as instructed in the instructions for use, the clip was pushed off the carrier tube and caught in the flex-guide without being fired. Based on the investigation findings, the probable root cause for the flex-guide carving that subsequently resulted in incomplete thumb advancer deployment and sheath splitting is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.